Event description:
It was reported that the tps universal driver ran without user activation during a case. A back-up was used to complete the procedure without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
During the visual examination, the device was found to have burnt sockets and burred gears.